Event description:
It was reported that the pt's catheter became dislodged and coiled up at the pump pocket site. The catheter was replaced. When the postoperative priming bolus was being programmed, it was noted that the error message on interrogation read "stopped pump period may exceed tube set." The pump had been stopped for 843 hrs. The reason the pump was stopped is unk. A follow-up report will be sent if additional information becomes available to us.